Event description:
The patient received a jts noninvasive extendible distal femoral replacement implant on (B)(6) 2011 (compassionate approval dated (B)(6) 2011. On (B)(6) 2013, the surgeon contacted the company to request information regarding the specific x-rays needed in order to move forward with a revision. A custom implant order form was then received from the surgeon via e-mail on (B)(6) 2013. The surgeon noted that he intended to "revise the proximal component due to the patient reaching the implant length capacity." On (B)(6) 2013, the company advised the surgeon that the x-rays confirmed that the patient had 7 mm of extension capacity remaining, and questioned whether the patient would be taken out to a full extension, prior to revising. The surgeon subsequently agreed that the patient would complete the lengthening prior to revision. However, he noted that the "last time I attempted did not get much lengthening. Will have him return and try again later." In (B)(6) 2014, the surgeon updated the company regarding the patient's status. The surgeon was unclear whether "the patient was really lengthening anymore. His thigh is very large and I am not sure I am getting the leg far enough into the bore of the magnet to have it fully engage. I do not know if you have a larger bore magnet or if we should just proceed to revision. I can probably stretch out a little more length at the time of revision surgery."

Manufacturer narrative:
The complaint investigation is pending. It should be noted that the jts noninvasive extendible distal femoral replacement surgical instructions, device contra-indications includes obesity. The patient was reported to currently have a "very large" thigh. As a result, the surgeon questioned whether he was able to place the patient's leg far enough into the bore of the magnet to be fully engage the drive unit. A supplemental report will be filed upon receipt of additional information.

Manufacturer narrative:
The device was implanted 5 years ago when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a minimally invasive/non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. It was determined by conversations between the surgeon and the design engineering team that at the time of this complaint the implant (pin (B)(4)) had 7mm left of available growth. At the time of the complaint in 2013 a revision surgery was therefore not performed. Eventually in 2014, approximately 1year and 2months after the complaint, the patient underwent a revision procedure (implant pin: (B)(4)), due to maximum extension of implant pin: (B)(4). No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
The patient received a jts non invasive extendible distal femoral replacement implant on (B)(6) 2011. (Compassionate approval dated april 29, 2011). On september 26, 2013 the surgeon contacted the company to request information regarding the specific x-rays needed in order to move forward with a revision. A custom implant order form was then received from the surgeon via e-mail on october 21, 2013. The surgeon noted that he intended to "revise the proximal component due to the patient reaching the implant length capacity". On november 4, 2013, the company advised the surgeon that the x-rays confirmed that the patient had 7mm of extension capacity remaining, and questioned whether the patient would be taken out to a full extension, prior to revising. The surgeon subsequently agreed that the patient would complete the lengthening prior to revision. However, he noted that the "last time I attempted did not get much lengthening. Will have him return and try again later". In july 2014, the surgeon updated the company regarding the patient's status. The surgeon was unclear whether "the patient was really lengthening anymore. His thigh is very large and I am not sure I am getting the leg far enough into the bore of the magnet to have it fully engage. I do not know if you have a larger bore magnet or if we should just proceed to revision. I can probably stretch out a little more length at the time of revision surgery". This is a supplemental report to 3004105610-2014-00008 ((B)(4)).